Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed during use. There was no reported patient injury. The interventional procedure used a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. An 8f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18332736 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be confirmed. Without the return of the device, the cause of the reported event could not be determined. It is possible that additional procedural and handling factors that were not specified may have contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed during use. There was no reported patient injury. The interventional procedure used a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. An 8f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kink was observed on the delivery shaft at 3.5 cm from the distal tip. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with deployment of the. The lever fully depressed, achieving the indicator wire retraction, and the expected plug deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A review of the manufacturing documentation associated with lot 18332736 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the functional analysis was performed and successful device deployment was achieved. The internal mechanism showed no anomalies. There was a kink noted on the shaft that may have contributed to the issue reported, however, dimensional analysis was within specification. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed during use. There was no reported patient injury. The interventional procedure used a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.